Event description:
Some syringes had needles that came off when injected into pt. Peel apart outer packaging does not peel apart. No stock available. Info came from pt.mfg dates: lot 2367; 1/97 and lot 2010; 12/96.